Manufacturer narrative:
The insulin pump powered up properly after battery was installed. There was no blank display or constant tone on the insulin pump. The device had constant motor error alarm during the rewind process due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test due to motor error alarm and the device had a cracked reservoir tube lip.

Event description:
Customer reported via phone call motor error alarm, audio/beep anomaly and blank display on the insulin pump. Customer's blood glucose level was 44 mg/dl. Customer had an MRI performed on their toe and the insulin pump was exposed to a magnetic field. Customer's insulin pump alarmed motor error alarm and then the display went blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.